Event description:
During an atrial fibrillation procedure, an air leak occurred. The sheath was inserted into the left atrium. Mapping was performed using the non-abbott catheter (orion by boston scientific). During rf delivery with the non-abbott catheter (stablepoint by boston scientific), air was aspirated from the side port of the sheath. Despite multiple attempts to aspirate the air, it could not be completely removed. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.